Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. The device was tested and it was noticed that when the pump was pressed it remains dimpled. A revision surgery was performed in which the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and did not pass the activation test-2. Product analysis concluded these activation issues could affect the functionality of the device as reported of mechanical issue. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. The device was tested and it was noticed that when the pump was pressed it remains dimpled. A revision surgery was performed in which the pump was removed and replaced. No patient complications were reported.